Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2020-02232.

Manufacturer narrative:
The event and explant date are unknown. Concomitant medical products and therapy dates: model: 3688, scs ipg, therapy date: unknown. During processing of this complaint, attempts were made to obtain the patient's weight. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-02232. It was reported the patient received ineffective therapy. In turn, the patient's scs system was explanted.